Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and functional testing of the sample did not confirm the reported condition and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a small volume folfusor experienced a no flow after filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.